Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The device was not returned for evaluation. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists bleeding, stroke and infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to a massive head bleed. Additionally, the patient was bacteremic and was being treated with intravenous antibiotics. It was reported that based on the positive blood cultures with no identifiable source, it was thought that there was neither a driveline infection nor a pump pocket infection; however, it was presumed that the pump was infected secondary to the bacteremia. The pump will not be returned for evaluation. No further information was provided.